Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was possible premature battery depletion. The device was explanted and replaced. There were no reported patient complications as a result of this event.